Manufacturer narrative:
The MFR svc rep performed an on site investigation. The svc rep replaced the right monitor. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system will intermittently fail to boot up, and when it does the touch screen will not work correctly. No pt injury was reported.